Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Evaluation found the implant was removed due to a stuck cover screw. Changed product information. Remove codes: medical device problem code - 1260. Type of investigation - 4112. Investigation findings - 3252. Added codes: medical device problem code - 2547. Component code - 568. Type of investigation - 10. Investigation findings - 3253.